Manufacturer narrative:
The hem-o-lok clip applier instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a grasping issue was noted on the large hem-o-lok clip applier. A fragment fell into patient but it is unknown if it was retrieved. Intuitive surgical, inc. (Isi) made multiple follow-ups attempts to obtain additional information. However, no further details were available.